Manufacturer narrative:
DHR reviewed and found to be completed. The product passed all quality control tests prior to its distribution.

Event description:
Related manufacturer reference number: 2017865-2024-00920. It was reported that the patient presented in clinic due arrhythmia. Device interrogation revealed under sensing, oversensing and failure to deliver shock on the implantable cardioverter defibrillator (ICD) and right ventricular (rv)lead. The patient passed away due to cardiac death. The patient is deceased.